Manufacturer narrative:
Customer could not provide lot number to manufacturer for product evaluation. Customer did not supply actual device from related event for product evaluation. Device not returned to manufacturer.

Event description:
Customer reported finding an uncapped needle in the vl procedure kit. Customer reported that the uncapped needle may have punctured the sterile barrier of other components within the kit so, all components were discarded without use on the patient.